Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced door not fully latched alarms which correspond with the reported symptom of not recognizing a closed door. Evaluation found force required to secure door is above expected levels caused by the door hooks being out of adjustment. The door hooks were replaced.